Event description:
The customer reported the system produced uncommanded x-rays, taking exposures on its own during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.